Manufacturer narrative:
Spacelabs investigation found no fault. No patient injury was confirmed by customer. Poor telemetry signal or no signal is an anticipated condition for these ambulatory patients with use of this battery-powered, patient-worn device and the telemetry central monitor alerts the user to the issue. Per hospital biomed the device self-rebooted and working as expected without any further failures after the event. No parts replaced were needed. This report is complete, and this particular issue is considered closed. H3 other text: placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on november 21st, 2020 that the telemetry system went offline at central for approximately twenty-four minutes. There was no reported injury to any patient in association with this incident.